Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No motor error or unexpected no delivery alarms noted. The motor was tested outside the device and passed. Unit received with cracked reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.

Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.